Event description:
It was reported that the patient presented to the emergency department due to altered mental status, dyspnea and low oxygen saturation. The patient was subsequently admitted to the intensive care unit (ICU) for acute hypoxic respiratory failure requiring bilevel positive airway pressure therapy, secondary to multifocal pneumonia (likely aspiration pneumonia) requiring broad-spectrum antibiotic therapy, underlying systolic congestive heart failure exacerbation, non-st elevation myocardial infarction secondary to acute respiratory failure, acute kidney injury on chronic kidney disease secondary to respiratory failure. In addition, the patient had acute encephalopathy secondary to respiratory failure, dysphagia and pneumonia. The patient's mentation worsened, which was thought to be secondary to recurrent aspiration and sepsis and bacteremia which lead to worsening oral intake. The patient had a do not resuscitate (dnr)/do not intubate (dni) code status so aggressive intervention was declined. The patient also had gram-positive bacteremia, staph epidermis, the source of which was suspected to be pneumonia, however the clinician identified the right ventricular (rv) lead and/or right atrial (ra) leads as a potential infection source. The patient's family chose to pursue comfort care, and the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.